Manufacturer narrative:
The device was returned as part of the annual inspection process. It was noted that the scope cover, objective lens and light guide lens had a crack. It was also noted that the air/water cylinder and scope cylinder had no color. The connecting tube had a scratch and the label on the scope connector was peeled. The switch flexible printed circuit unit cover, outside shield unit, plug unit, scope connector case unit, circuit board unit and endoscopic position detecting unit scope connector had corrosion due to water leakage. Due to damage on the endoscopic position detecting probe the endoscopic position detecting function did not work. The image guide protector had damage and the universal cord coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The evis exera iii colonovideoscope was returned as part of the annual inspection process. During routine inspection of the device by olympus, it was noted that the forceps channel port, channel tube, adhesive on the bending section rubber, connecting tube and grip had foreign objects. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.